Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged statlock was confirmed but the cause is unknown. A series of six photographs on a supplier non-conformance notification form were returned for evaluation. The crescent shaped tricot statlock had the liner still attached to the adhesive side of the statlock pad; however, it was reported that some biological material was seen on the statlock pad. The right door of the retainer had completely detached from the statlock retainer. It appeared that the door broke off along the hinge with the break edge being angled. Close-up photographs of the break surface revealed it to have a rough and irregular break edge with some white material discoloration present. In addition to the detached door, it was noted in the non-conformance notification that the blue securement post would not move and was found off its track. One of the sliding post keepers was deformed, indicating that the post had been manipulated near the keeper. It is likely that the securement post being off its track and the damaged retainer door were related events due to rough handling conditions. However, it is unknown if this occurred during manufacturing/packaging or if the damage occurred during shipping/storage or manipulation by the user. Therefore, the root cause of the damage could not be determined at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the customer reported abnormal clasp. No further details available or provided.